Event description:
It was reported that the patient presented to a follow up with episodes of noise from the right atrial (ra) lead and the right ventricular (rv) lead. Due to the original positioning of both leads within the cephalic vessel, the physician hypothesized that the ra and rv noise was the result of lead on lead abrasion. This was confirmed via diagnostic imaging which displayed reduced insulation on the ra lead. The physician elected to explant and replace the entire system to resolve the event and the patient was stable with no additional consequences.